Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, no capture at max outputs, and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.